Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that she received a battery out limit alarm. The customer also reported that the act button was unresponsive. The customer's blood glucose was over 500 mg/dl at the time of the incident. The customer's blood glucose was 250 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she found small air bubbles along the tubing length. The customer stated that the time and date was programmed incorrectly. The customer was assisted in programming the time and date. The customer stated that she was wearing the insulin pump at the time of hospitalization. The insulin pump will be returned for analysis.